Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to embedded ivc filter with perforation to the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to embedded inferior vena cava (ivc) filter with perforation to the inferior vena cava.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to embedded inferior vena cava (ivc) filter with perforation to the inferior vena cava. Per the implant records, the patient was reported to have a history of pulmonary embolism (pe) and the filter was indicated for acute deep venous thrombosis (dvt) of the left and right lower limb. The right groin was prepped and draped in sterile manner, and a thin wall needle was used to access the right common femoral vein with ultrasound guidance. A venacavogram was performed identifying the renal veins and no thrombus in the inferior vena cava which measured less than 3cm. The trapease filter was deployed at the infrarenal level. The patient tolerated the procedure well. Approximately two years and four months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan. The scan reported an ivc filter with a 3mm vertebral and a 3mm mesenteric perforation. No tilting, stenosis, migration or fracture of the filter was reported. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, device unable to be retrieved and no documented attempts to remove the filter. The patient further experienced chronic pain, discomfort and extensive swelling at the site of the filter, mental anguish, permanent and ongoing complications and anxiety related to the filter, becoming aware of these events approximately two years and four months after implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused embedded inferior vena cava (ivc) filter with perforation to the ivc. The patient reported becoming aware of perforation of filter struts outside the ivc and device unable to be retrieved with no documented attempts to remove the filter, approximately two years and four months post implant. The patient also reported chronic pain, discomfort and extensive swelling at the site of the filter, mental anguish, permanent and ongoing complications and anxiety related to the filter. According to the implant record the indication for the filter implant was a history of pulmonary embolism (pe) and acute deep venous thrombosis (dvt) of the left and right lower limb. The filter was placed via right common femoral vein and deployed at the infrarenal level. The patient tolerated the procedure well. Approximately two years and four months post implant the patient underwent an abdominal computerized tomography (CT) scan. The scan reported an ivc filter with a 3mm vertebral and a 3mm mesenteric perforation. No tilting, stenosis, migration or fracture of the filter was reported. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported perforation and mesenteric perforation could not be confirmed or further clarified. Due to the nature of the complaint the reported pain and swelling at the filter site could not be further clarified. Anxiety, pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.